Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 01/27/2017 with the following findings: the display is dim and reddish. The battery compartment is cracked from case seal traveling to grip pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 01/27/2017.